Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one electric shock while patient was undergoing a procedure. Technical services (ts) reviewed device episode data and determined that the shock was inappropriate due to oversensing of electromagnetic interference (emi) during procedure. No additional adverse patient effects were reported. Currently, this ICD system remains in service.